Event description:
It was reported to philips that the device had an error code 10003 appear and he device did not start. There was no reported patient or user involvement and no adverse patient/user impact.